Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an unknown procedure on an unknown date, it was observed that a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device was burned out that it overheated. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown procedure a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was burned out/overheating. The device was received and evaluated in juarez laboratory. Visual inspection revealed tissue debris in the active tip and the suction tube shows saline residues. Also, it was identified that the black coating of the shaft was damage. Finally, the cable is in good condition as well as the connector and pins. Based on the condition of the device received and for the electrical testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging and it is in a used condition with tissue in and around the active tip. Procedural residue visible in suction tube. The shaft heat shrink has been badly damaged at the distal end. Finally, no visible damage to the handle, cable or plug on either device. A DHR review has been performed for lot u2011111; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer claimed that the device was burned out. The device successfully passed both the electrical and functional tests without issue; therefore, it was not possible to substantiate the customers claim. The visual inspection did note that the shaft heat shrink was damaged at the distal end. This damage appears to be mechanical rather than from heating as the edges are pointed and there are mechanical marks on the metal shaft, which has been caused by the end user during use. With regards to functionality the complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.